Event description:
Report received from (B)(6) stating that the device required service because the nose tube came apart. It is unknown if this event occurred during surgery; it is also unknown if there was patient/user injury, surgical delay or medical intervention related to this occurrence. No additional information available. The date of the event is unknown.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).